Event description:
It was reported that the bed alarm was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The user facility did not provide the model or serial number. The work order was canceled due and the user facility will be repairing the unit.

Manufacturer narrative:
The device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing.